Event description:
A thermal event was reported by the hospital, they called ge service and explained that a lot of smoke was coming out of the magnet. The system started to smoke (below the ge logo) and it appears that there was open fire as well. The magnet was subsequently quenched using the emergency rundown unit but the system was still smoking. The fire department was called and when they arrived on site, the smoke was dissipating. There was no associated user/patient injuries reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.